Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump has reached a phase where it keeps losing settings (and clock slowing), reverting to default, and has alarmed fault 46,510, which typically indicates a problem with the downstream occlusion (dso) sensor or a related issue with the printed wiring assembly (pwa). There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no physical damage or defects noted on device. The customer reported issue was able to be confirmed through pump power on. The cause of the reported issue was a faulty printed wire assembly (pwa) . Printed wire assembly (pwa) replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.